Event description:
It was reported that the while the anesthesia workstation was connected to the patient, it stopped to ventilate the patient. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer on site. During visual inspection, moisture was observed in significant amounts in the patient circuit and/or the filter. The moisture was dried and the machine restarted. A system checkout was performed which successfully passed and the anesthesia system was tested on a test lung for approximately three hours without any abnormalities. The evaluation of the provided logs shows clinical alarms that confirms the reported event. The most probable cause of the reported problem is that it was caused by moisture present in the patient circuit and/or filter.